Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was pulled from body upon deployment according to physician and cath lab manager. A surgical cutdown was performed. Additional information received on 29-nov-2021: during a tavr heart valve placement, ultrasound and micro puncture single access was obtained. Access was in the right groin and located central in the cfa. The right cfa had no calcification, however, was very tortuous in the iliac artery. During the tavr procedure, there were reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, act was 195, and heparin and protamine were given intravenously. Manta was deployed at measured deployment depth. Manta was pulled out of the arteriotomy site. The tavr sheath was 22f, and sales representative was unsure of the outer diameter. A surgical cutdown was performed to repair the vessel. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr whereas a 22f labeled procedure sheath was utilized, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as no calcification, and very tortuous in the iliac. A central positioned access was attained utilizing micropuncture and ultrasound. Issues were encountered advancing and withdrawing the procedural sheaths. During deployment, the entire manta closure device pulled out. The surgeon was called in to perform a surgical cut down to repair the vessel. The root cause of the complete pull out is likely due to the enlarged access created by the 22f procedural sheath, making the access wider than the acceptable range for use of an 18f manta closure device. Also noted it was possible the procedural sheath was an expandable sheath which would also create a larger access opening. The device description indicated in the IFU states the 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths.